Event description:
The "sheath unraveled" during withdrawal from the pt after an angioplasty of the superior femoral artery. Reportedly, the procedure was completed successfully with no pt complications. Additional event specific information has not been made available.